Event description:
Same case as 2134265-2014-04004 and 2134265-2014-04121. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an opticross was used. However, the device failed to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).